Event description:
It was reported that while unloading a 350 lb pt from the back of the ambulance, with the legs of the cot not yet down, and the safety hook not yet engaged, the pt sat up and shifted her weight severely. It was reported that as a result of the significant weight shift, the emts were not able to control the cot, which flipped onto its side. Reportedly, the pt injured her right shoulder. The pt was taken via another ambulance to another hosp. It was reported that the initial transport was "routine" and that the pt was ambulatory and walked and got on the cot.